Event description:
During the case the reperfusion catheter was placed through severe tortuosity into the m1 vasculature. The separator would not track through the catheter and kinked at the proximal transition. The physician had already reached timi2 revascularization with penumbra and then used ia tpa to complete the case. The case was completed successfully.

Manufacturer narrative:
Engineering evaluation: typically, when the separator breaks at the proximal transition it is due to manipulation in tortuous anatomy and manipulation of the separator proximal transition outside the rhv. When the proximal transition exits the rhv and is manipulated by the operator the separator can kink. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.